Manufacturer narrative:
The device has been returned and an evaluation is in progress. When the investigation is complete, a follow-up report will be submitted with the results. Internal complaint #(B)(4).

Event description:
While attempting to insert a 7fr 34cc iab, the customer could not get the balloon to go past the sheath. Another 34cc iab was opened and inserted without difficulty. It was reported that the patient expired, however, it was not attributed to the difficulties experienced during insertion.